Event description:
A customer called beckman coulter regarding a discrepant urine test result from a patient. The customer indicated that an e.r. Patient had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). A serum sample was also collected from the patient and was tested quantitatively for bhcg. The quantitative bhcg result was >200,000 miu/ml. The urine sample was retested using a different type of hcg test kit and the result was positive (+). There has been no change to patient treatment that can be attributed to this event.